Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional d9: device availability ¿ additional d10: concomitant medical product - correction g3: date received by manufacturer - additional h2: additional information/device evaluation/correction h3: device evaluated by manufacturer ¿ additional h6: type of investigation - additional h6: investigation findings - additional.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic test was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The complaint states that signal loss over one hour was reported. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).